Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead was not pacing due to no capture. The lead was reprogrammed. However, during the generator change out, the lead was accidentally cut. The lead was then replaced. No further patient complications have been reported as a result of this event.